Manufacturer narrative:
This report is submitted on august 25, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced non-auditory stimulation with device use, however the issue could not be resolved. Subsequently the device was explanted on (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, august 25, 2016.

Manufacturer narrative:
This report is submitted on october 24, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. (B)(4).